Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
Additional information: d9. Follow-up report submitted to document quality investigation results.

Event description:
No new information.